Event description:
Patient was receiving a hemodialysis treatment with the nxstage system one using a fresenius f70nr dialyzer in the ICU. Approx 6 1/2 hours into the treatment, blood was observed leaking from the arterial line going into the filter. ICU staff stated machine was not alarming. Machine was stopped and dialysis staff called. Dialysis nurse arrived within three minutes and observed that blood had started to congeal on outside of filter header. Found connections to be tight with no crack or break in either the filter or tubing. Dialysis nurse attempted to rinseback blood. Was able to rinseback remainder of circuit. Venous pressure alarms occurred indicating circuit was clotted. Patient was not receiving any anticoagulant as a bolus or during treatment. Total patient blood loss estimated at 500cc. Patient access declotted with instillation of activase. Patient vital signs were stable prior to and after the event. Patient received one unit of rbc.